Event description:
It was reported that the ilet did not charge while on the charging pad despite a solid green charger indicator and attempts with a different outlet and correct pad orientation; the user reported a remaining battery level of 57 percent, and a replacement charger was provided, after which charging resumed. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and confirmation of function with a replacement charger. Investigation of this case revealed a charger performance issue resolved by replacement. It was concluded that the event was attributable to a malfunction of the charging accessory, and normal device function was restored with the new charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.